Event description:
Boston scientific received information that during an explant procedure, the patient presented with convulsions due to a right atrial (ra) lead fracture. The patient was dependent on pacing therapy due to a-v block, and because pacing therapy was not delivered through the fractured lead, the patient was without therapy. A revision procedure was performed to explant the lead, but the lead was blocked in the patient's vasculature. A new lead was successfully implanted. No further adverse patient effects were reported.

Event description:
Boston scientific received information that during an explant procedure, the patient presented with convulsions due to a right ventricular (rv) lead fracture. The patient was dependent on pacing therapy due to a-v block, and because pacing therapy was not delivered through the fractured lead, the patient was without therapy. A revision procedure was performed to explant the lead, but the lead was blocked in the patient's vasculature. A new lead was successfully implanted. No further adverse patient effects were reported.

Manufacturer narrative:
A request for additional information has been made. This investigation will be updated should further information become available.

Manufacturer narrative:
Additional information about this issue was requested, but no further information could be obtained. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.